Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a solenoid was stuck and caused the burning smell. The drawer controller and related components were also affected. A field service engineer (fse) inspected the device and found that auxiliary drawer 4.2 was not detected on the bus, and all cubies had failed. The fse replaced the solenoid, drawer controller, and retractor band. After testing, the drawer was still not detected, so the pyxibus module controller and row board cable was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station had burnt smell and ac power failure. The customer stated that this malfunction caused a potential thermal, burnt smell and there is ac power failure occurred. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station had burnt smell and ac power failure. The customer stated that this malfunction caused a potential thermal, burnt smell and there is ac power failure occurred. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 - initial reporter facility name: (B)(6).